Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at end of life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read- for battery data. On (B)(6) 2010, measured battery data was 2.71 v, 11.4 kohms, 7 ua with an estimated longevity of one year. Less than a month later, the device reached elective replacement indicator (eri). The device was removed and replaced.